Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) , and the reported right heart failure could not be conclusively determined through this evaluation. The account reported that the patient experienced right heart failure on (B)(6) 2021. A centrimag right ventricular assist device was placed for inability to wean off bypass due to severe right ventricular dysfunction. The patient was administered inotropes/inhaled nitric oxide and vasodilators as part of treatment. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) serial number (B)(6) . No further related events have been reported. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including right heart failure. It states that right heart failure can occur following implantation of the pump and lists typical treatments for this condition. Section 6 ¿patient care and management¿ states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. It also lists typical treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient experienced right heart failure on (B)(6) 2021. A centrimag right ventricular assist device was placed for inability to wean off bypass due to severe right ventricular dysfunction. The patient was administered inhaled nitric oxide, inotropes, and vasodilators as part of treatment. The event was considered ongoing at the time of study withdrawal.